Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. What was the name of the procedure? What was the condition of the tissue where the needle was used (healthy, calcified, diseased)? Can you describe how much blood loss was noted? Was any intervention performed for the blood loss? Where was the needle grasped during use (swage, middle, tip)? Were x-rays performed to confirm the location of the needle piece? What was the size of the needle that was used? Was more than half of the needle retained in the prostatic area? Does the surgeon plan to return to remove the needle piece? What is the current condition of the patient?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2017 and the suture was used. During the hemostasis in the prostatic area, the needle broke off. Several attempts were made to remove the needle but without success. Due to the bleeding that occurred, the surgeon decided to left it inside the prostatic area. Additional information has been requested.